Event description:
It was reported that the protective covering of the rigid video laparoscope cable was found torn during a pre-use inspection. No patients were affected.

Manufacturer narrative:
The device was returned for inspection, and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the investigation results, it is likely that the event reported was caused by the protector on the video cable section being cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.